Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During an atrial tachycardia procedure, the magnetic sensor of the catheter did not respond intermittently and was not stable resulting in a delay. The cable and catheter were exchanged with no resolution, but the issue was resolved by restarting the system. The procedure was completed with no adverse consequences to the patient.